Event description:
Candida bladder infection, had to go in to dr, autoimmune disease. I have fibroids and tumors they say not cancerous but what, it's only a matter of time. And so much more horrible side effects. Not sure I am hoping my autoimmune and hot flashes etc. Will go away, we will determine, just got it out yesterday; side effects: fibromyalgia, super fatigued, hot flashes, back and pelvic pain, did not feel right, anxiety, depression, hair growth in places it should not, chin acne, headaches, itchy skin, no desire to do what I used to do, I used to be energized, happy all the time and no pain. Also, more side effects and after getting the essure out, yesterday was the best decision of my life. It ruined and stole 5 years of my life hands down. After getting it removed, they found fibroids and tumors not cancerous but will they be, you know. If you could please help me I appreciate it with my whole heart because this device ruined 5 yrs of my life. I was trying to figure out what's wrong with me and I determined and I figured it out myself. My name is (B)(6), I really don't want them to get away with this, (B)(6). FDA safety report ID# (B)(4).